Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact on the customer's blood glucose level. Customer was assisted by technical support in loading a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support decided to replace the pump, confirming that it was under warranty. Customer was informed on how to put the pump into storage mode and instructed to return the pump with a pre-paid label within ten days, ensuring insulin delivery continuity with multiple daily injections (mdi) as a backup therapy.